Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Additionally, charge time-out was noted on the patient implantable cardioverter defibrillator. This was noted when the patient presented in-clinic. Surgical intervention was planned but was not yet completed. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.